Event description:
The patient reported that the piston rod of the infusion device is slightly "detached" and the contact with the insulin cartridge is loose during extension. The patient also reported erratic blood glucose levels. He stated that his blood glucose had been elevated (32 mmol/l; 576 mg/dl) since 2008. His normal blood glucose level is 3-8 mmol/l (54-144 mg/dl). He bolused through his infusion device and sometimes changed the insulin cartridge and infusion site to lower his blood glucose. The patient believes the piston rod of the infusion device is damaged causing incorrect delivery of basal rates. No further information is available. Product was replaced and requested to be returned for evaluation.